Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the setscrew of the pacemaker was unable to fixed and the pacemaker was damaged. The pacemaker was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of ¿loose or intermittent connection¿ was confirmed. Visual examination showed stripped on ventricular setscrew inset walls. The user was not correctly or not fully inserting the wrench in the setscrew inset as cause of the reported event. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.